Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the patient's esophagus. The capsule fell off in the patient's mouth. It was noted that the capsule trocar needle had only partially advanced. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis determined a reliability non-conformance. The trocar needle failed to advance. The capsule was returned with no blood or tissue present.